Event description:
It was reported that the unknown bd insulin syringe experienced scale marking issues. The following information was provided by the customer: material no. Unknown batch no. Unknown. It was reported customer took too much of a bolus due to the larger size of the syringe body and not being able to determine an accurate insulin amount based on the syringe body size. This report represents all available product information. No additional information is available. A. Issue: customer reports bg this morning. Note that customer was not using the pump at the time since she had just received the replacement pump and had not set it up yet. B. Date: (B)(6) 2019. C. What bg level was reported? 36mg/dl. D. What is the suspected cause of the low bg? Customer states she took a syringe bolus with the tandem-provided syringe and needle that are used to load the cartridge. She stated she probably took too much of a bolus due to the larger size of the syringe body and not being able to determine an accurate insulin amount based on the syringe body size. She said therefore the low was user error. Customer re-iterated she was not using the pump at time of the low. E. If bg < 54 and cause is unknown, can customer upload pump to t:connect? N/a. F. How was the low bg treated? Sugar drinks. G. Did customer require assistance from 3rd party? If yes, who was 3rd party and what was the assistance/treatment? No. H. Did event cause any injury? If yes, define injury. No. I. Was customer instructed to call back to troubleshoot when he/she experiences a current low bg & to consult his/her hcp? Yes. Cts also advised not to use the tandem-provided needle and syringe for a bolus. J. If cause of low bg is unknown, is cartridge available for return? N/a. K. Obtain cartridge lot #: n/a. L. If customer is using the t:slim x2, did they have basal iq feature turned on at time of event? N/a.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unknown bd insulin syringe experienced scale marking issues. The following information was provided by the customer: material no. Unknown, batch no. Unknown. It was reported customer took too much of a bolus due to the larger size of the syringe body and not being able to determine an accurate insulin amount based on the syringe body size. This report represents all available product information. No additional information is available. Issue: customer reports bg this morning. Note that customer was not using the pump at the time since she had just received the replacement pump and had not set it up yet. Date: (B)(6) 2019. What bg level was reported? 36mg/dl. What is the suspected cause of the low bg? Customer states she took a syringe bolus with the tandem-provided syringe and needle that are used to load the cartridge. She stated she probably took too much of a bolus due to the larger size of the syringe body and not being able to determine an accurate insulin amount based on the syringe body size. She said therefore the low was user error. Customer re-iterated she was not using the pump at time of the low. How was the low bg treated? Sugar drinks. Did customer require assistance from 3rd party? If yes, who was 3rd party and what was the assistance/treatment? No. Did event cause any injury? If yes, define injury. No was customer instructed to call back to troubleshoot when he/she experiences a current low bg & to consult his/her hcp? Yes. Cts also advised not to use the tandem-provided needle and syringe for a bolus.